Manufacturer narrative:
Investigation: two photos displaying the top and bottom view of a fully sealed blister pack from batch 9323614 (p/n 305918) were received and evaluated. It was observed there was a safetyglide needle assembly inside without a shield, which was rejectable per product specification. Potential root cause for the missing shield defect is associated with the defective material from the supplier and insufficient containment. Corrective actions took place to mitigate the occurrence of this defect since the manufacture of this batch. Actions included mechanical modification to the needle line to prevent the unshielded needles from getting to the blisterpack loader by detecting and discarding the defective product. Completed: 16 jan 2020. Since the defects observed are within the acceptable limits, no corrective actions are necessary. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that safety cap was missing and needle was sticking out of packaging thus affecting sterility with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported that there was no safety cap on needle and needle was poking out of the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety cap was missing and needle was sticking out of packaging thus affecting sterility with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported that there was no safety cap on needle and needle was poking out of the package.